Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable: did you visualize how the clip was position in the jaws prior to firing? What vessel were they clipping? What carotid artery was damaged? What was the approximate distance away from the carotid artery? What did the surgeon do to repair the carotid artery? Was there any clip formation issues experienced intra-operatively? What is the current patient status?

Event description:
It was reported that during a neck dissection and free flap vessel prep portion of procedure, a disposable medium clip applier was used in the case today. It appears as though the applier performs an unintended cutting action while deploying the clip. The surgeon said the fellow fired the instrument and not sure what happened but "might have cut the carotid". A vascular surgeon was called in to repair the carotid with sutures. The patient outcome is unknown as they are waiting to see how patient does overnight or next couple of days.

Manufacturer narrative:
(B)(4). Batch # n91u83. The analysis results found that the mcm30 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed 2 clips as intended. In the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions and then formed 24 as intended and again no clips were fed into the jaws after the third actuation fed 2 clips as intended and then lockout. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.